Manufacturer narrative:
This investigation will be updated when analysis has been completed.

Event description:
Boston scientific received information that this device was returned with no additional information. This device was removed from service due to normal battery depletion. There were no known allegations or complaints against the device's operation, functionality or longevity. This device has failed to pass initial anlaysis when returned.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.